Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the a non-sustained right ventricular over-sensing (nsrvo) alert was received due to the implantable cardioverter defibrillator (ICD) post-paced t-wave over-sensing (pptwos). No changes were made there was no consequences to the patient.